Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, serial#: (B)(4), description:enh st ld kit,50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to an epidural abscess. The patient's symptoms were back pain and fever. The physician doesn't believe that the infection is device related. The patient was prescribed oral and IV antibiotics. The patient was also given dilaudid for pain.the patient is doing well following the explant procedure.